Event description:
It was reported that the patient was revised due to recurring dislocation.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown liner. It was noted that the device is not available for evaluation. Should additional information become available, the information will be provided in the supplemental report. Discarded by surgeon.